Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they are experiencing the rebooting that is occuring with the 2018 adt (admit, discharge, transfer) reboots in the telemetry unit. There was no patient incident.